Event description:
On (B) (6)2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat an emergent traumatic thoracic aortic injury due to a traffic accident. The gore tag thoracic endoprosthesis device was implanted without complications. While removing the gore introducer sheath with silicone pinch valve, the external iliac artery was ruptured. The patient's iliac artery measured 7.5mm. An open surgery using an 8mm dacron graft was performed to treat the ruptured iliac artery. The rupture was repaired and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.